Event description:
The pt received his scs system on (B)(6) 2012. It was reported the pt vomited post-op. It was also reported the pt was no longer receiving adequate coverage. An impedance check was performed and revealed low impedance. X-rays were taken and revealed lead migration. On (B)(6) 2012, the pt's lead was repositioned. Adequate coverage was regained post-op and the pt is doing well.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.